Manufacturer narrative:
The customer reported that the anterior vitrectomy handpiece did not work. The event occurred prior to the start of the procedure. There was no reported patient involvement. The anterior vitrectomy handpiece was received and a visual assessment of the returned sample found a missing connector cap and a missing pin in the connector. The returned anterior vitrectomy handpiece was connected to a calibrated laureate system. The anterior vitrectomy handpiece failed to be recognized by the system. The customer reported event was confirmed. The non-recognition was determined to be the result of a missing pin in the connector. The missing connector cap was not found to contribute to any functional issue. The anterior vitrectomy handpiece was manufactured on november 26, 2008. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this anterior vitrectomy handpiece serial number. The root cause of the customer reported event can be attributed to a missing pin in the connector. The phacoemulsification handpiece was received for evaluation. A visual assessment of the handpiece revealed broken connector wire rope, cuts on handpiece strain relief, and discoloration on handpiece cable. A review of the data indicated there were 447 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% phaco power for 5 minutes. The handpiece generated phaco power without any error during test. No additional test was performed. The handpiece functioned normally. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical engineer reported that prior to a vitrectomy procedure the vitreous cutter did not want to perform and the phacoemulsification handpiece could not be recognized. The procedure was initiated and completed as planned using an alternate vitrector and phacoemulsification handpiece. There was no patient involvement.